Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -8.5/1.5/109 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
(B)(4).